Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk), but the autoclavable internal handles were pulling out of the device. This prevented the device from charging or discharging at the desired joule setting, and also caused the device screen to display a "paddle fault" message. The clinicians were able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.